Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Two samples and two photos from lot#: 24l08 were submitted to the manufacturer for evaluation. Through visual examination of the photos, particulate matter was observed. Through visual examination of the samples, one embedded particulate matter, measuring between 0.2 and 0.3 mm was observed, located in the same position identified in the complaint description. Afterward, the bags were filled with saline solution and then filtered on a membrane in order to isolate any particles present in the fluid path. The results showed that both particles remained embedded into the eva material, and they did not detach. A review of the device history record (DHR) was performed for the reported lot numbers, and no abnormalities or non-conformance's were noted during the in process or final product inspection. Under review of the production process, no changes have been made to the bag materials, process, or the quality controls. No deviations or anomalies were recorded in the relevant production batches that could explain the issue. Based on the investigation, the reported issue was observed; however, an exact root cause could not be determined at this time. An approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: we have initiated scar-01725 for apex 2000 ml single chamber bags. During raw material inspection, two embedded particles, reddish in color were located, causing a failure of raw material. Nc-12101 has been initiated.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.